Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5-s1 using interbody cages, as well as a posterior lumbar fusion at l4-5 with the same materials. The fusion cage was packed with rhbmp-2/acs. Following surgery, the patient developed increasing back pain. An MRI performed on (B)(6) 2014 revealed that the patient had developed right l4-5 subarticular recess stenosis, as well as an l5-s1 spondylolisthesis. The MRI further revealed right lateral bony overgrowth at l5-s1. The patient has never recovered from her surgery, and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2003, patient underwent lumbar spine fusion procedure in which rhbmp-2/acs was used.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.